Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product tray and tyvek seal were visually examined. Inspection of the packaging revealed that the upper right-hand corner of the tyvek sealed was peeled pack/opened. There was no other irregularities or damage to the packaging. The product tray and tyvek seal were inspected further, and it was found that there was evidence of the tyvek seal on the product tray. This indicates that the when the device was shipped out the seal was complete. For the seal to have been pulled back, it had to have been after the device was taken out of the shelf box/packaging.

Event description:
It was reported that the sterile packaging was ripped. A 1.75mm rotalink plus was selected for use. Upon unpacking, it was noted that the sterile packaging was ripped. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that the sterile packaging was ripped. A 1.75mm rotalink plus was selected for use. Upon unpacking, it was noted that the sterile packaging was ripped. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.